Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse contacted the customer via telephone to address the reported event. Fse instructed the customer to power down the device and check the spring of the cup pick-up assembly. The customer stated that the cup pick-up stuck a little and did not spring back down. Fse advised the customer to clean up the cup-pick up with warm water while working the mechanism up and down, and to wipe the end of cup pick-up with alcohol. Fse followed up with the customer later that day and they stated that they had not experienced any errors after the cleaning. Fse advised the customer to contact technical support if they experienced any more issues. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 10sep2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The aia-900 operator's manual, chapter 8- troubleshooting - error messages was reviewed. 4153 c. Tran-z home overrun: the aia-900 operator's manual indicates that the 4153 c. Tran-z home overrun error message is generated when the home sensor s062, which is not supposed to be activated after the cup transfer z - axis moves, was activated. No further operation will take place and an mf flag will be attached to the measurement result. The operator is instructed to contact the service department, check s062, check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the reported event was due to the cup pick-up sticking.

Event description:
It was reported that the customer received the "4153 c.trans-z home overrun" error with their aia-900 analyzer. The customer stated that the error occurred when the cup was going into the incubator. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for estradiol (e2). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.